Event description:
After using (B)(6) teeth whitening a couple of times, it gave me terrible stomach pain, nausea, diarrhea, bloating, gas. The product is thick so I didn't believe I swallowed any but it must mix with saliva and you can't avoid swallowing. When I looked up effects ingesting hydrogen peroxide can have, these were all listed. I have used whitening products before and never had any reaction aside from sensitivity. There should be a warning that you should not swallow at all, which is nearly impossible since the directions say to leave on for 30 minutes. I purchased this product from my dentist and it was not cheap. I am very disappointed that I wasted my money, over (B)(6) and now I don't dare use it again.